Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reports that customer has experienced a blank display screen. Customer's blood glucose was 257 mg/dl. After troubleshooting, display screen did not return, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint of the power connector on the interface board. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.